Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. The reported problem (damaged response buttons) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the failure was an off center response button switch. The root cause for the of center switch was excessive force. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a patient's montor's case was damaged and that the monitor's response buttons were damaged.